Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer¿s blood glucose level.